Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix returned extended and bent, tissue and blood visible in the helix. No signs of twiddlers visible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had dislodged due to twiddler's syndrome. The lead was explanted. No further patient complications have been reported as a result of this event.